Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device has a depleted pad-pak and child patient prompt with adult pad-pak is audible.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 22nd february 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed to specification up to (B)(6) 2017. Multiple manual power ups mainly of ten minutes duration were observed in the device memory, between (B)(6) 2017 and the last log entry on (B)(6) 2017. During this time, an installed pad-pak became depleted and a further pad-pak was installed. Information from the technical log shows that during these power cycles the device was powering up in child patient mode. The device was disassembled to investigate. The membrane was removed and upon visual inspection corrosion was observed on tracks of the membrane tail. This would indicate the device had been subject to moisture ingress. Investigation also found a failure of the reed switch the investigation confirmed that the problem with the device was caused by corrosion on the membrane tail. It is likely that the corrosion resulted from moisture ingress however, this could not be verified by other means. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. The device was capable of delivering therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.